Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro device began smoking and overheating in the patient's leg. The harvester removed the device and unplugged it, then used a replacement to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the hot and cold jaw boots cracked and burnt with a burn mark from the tri-heater wire assembly. The heater assembly was distorted with the tip dislodged from the jaw boot. The resistance measurement test was conducted and the result suggests that the micro switch is partially stuck in the open position. Further investigation discovered that upon power switch activation on the power supply, the device immediately self activated without the toggle switch on hemopro handle being activated. The reported complaint is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.